Event description:
It was reported that the patient missed a refill due to moving. When the healthcare provider attempted to refill the pump there was difficulty in accessing the pump as it had either partially or completely flipped. The hcp attempted to refill under fluoroscopy without success. It was believed that the sutures connected to the fascia that held the catheter in place may have broken off. The patient was transferred to the hospital¿s intensive care unit as the reservoir volume was only 1.2 ml. The hcp was concerned about potential baclofen withdrawal developing. Oral baclofen was ordered for underdose symptoms. Per the reporter, the ICU nurse indicated that the patient was resting comfortably and had no symptoms of underdose. Surgery was planned to revise/reposition the pump medially to a better site. It was noted that the patient had significant skin laxity in the abdomen. The patient was taken to surgery on (B)(6)2010. The patient was not experiencing any symptoms of withdrawal. Upon opening the pump pocket, copious amounts of fluid came out of the pocket. A swab culture was sent. Upon attempting to aspirate from the catheter access port, no csf could be drawn back. The pump was then disconnected and attempts were made to draw back csf from the catheter; no csf could be obtained. The catheter was left in a dependent position with no csf return. Since the hcp was uncertain of patient¿s baseline and how long it had been since the patient had been getting drug as well as concerns for consistent follow-up management the hcp decided to tie off the catheter and did not replace the pump. Per the reporter, the hcp indicated that the patient appeared to be doing fine. The pump system was used to deliver compounded baclofen: 1500 mcg/ml, daily dose 250 mcg/day.

Manufacturer narrative:
(B)(4)